Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with pump reset information and guidance, instructing the customer to call back once they have a charger to complete the pump reset.